Manufacturer narrative:
Analysis summary: analysis confirmed the reported event. The output connectors were broken. It was further noted that the lcd (liquid crystal display) was out of mechanical specification, and the pcb (printed circuit board) screws were loose. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken atrial and ventricular port connectors. The epg was returned for service. No patient complications have been reported as a result of this event.